Manufacturer narrative:
The in-house retain of this lot has been inspected and no hole is evident. Additionally, it was confirmed that a cap inspection was performed prior to release and as the fill volume for this product is high, some splashing would have been evident during this inspection. The root cause for this event has not been determined.

Event description:
Beckman coulter (bec) shanghai warehouse reported that they received a bottle of olympus ise mid standard reagent which had a hole in the top, approximately 1.5 cm in diameter, underneath the bottle handle. This product comes in a container of 4 bottles, but none of the other 3 bottles were affected. The outer box was wet but otherwise not damaged. The person who handled the container was wearing gloves, therefore immediate skin contact was avoided. There was no report of exposure to mucous membranes or open wounds. No injury was reported and no one sought medical attention.